Event description:
Reportedly, the seps device did not inflate symmetrically. Therefore, the physician removed the sheath from the leg. However, there was uncertainty as to whether or not pieces of the sheath disengaged from the instrument into the pt cavity. Procedure: unk. Pt status: unk.